Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient had less than 50% therapy relief. The pump was confirmed to be flipped. The patient had twiddler¿s syndrome. On (B)(6) 2015, the catheter was replaced and the pump pocket was revised. The patient status was reported as ¿alive-no injury¿. The device system was delivering fentanyl. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.